Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that it was her first day wearing the device and her blood glucose was high. Customer's blood glucose was 310 mg/dl. Customer's blood glucose at time of call was 463 mg/dl. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.